Manufacturer narrative:
Possible clinical factors that may have contributed to this event include the patient's pre-existing congenital history and related comorbidities and the complexities associated with the patient's surgical procedure. There are possible patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A journal article was received that included a report of a patient who developed heart failure post-congenitally corrected transposition of the great arteries. The patient was admitted with congestive heart failure and severe valvular regurgitation, low cardiac output and moderate pulmonary hypertension requiring treatment with inotropic support and continuous renal replacement therapy. The patient subsequently underwent surgical replacement of the aortic valve with a bioprosthetic valve. The patient's initial post-operative hospital course was complicated by mild peri-operative failure of the subpulmonic ventricle. The patient was successfully treated with nitric oxide, inotropic support and careful volume management. After the vad placement, the patient's pulmonary artery systolic pressure improved to 45mmhg and the pulmonary vascular resistance decreased to 3.36 wood units. The patient underwent successful orthotopic heart transplantation one year after vad implantation. The authors concluded that this case report demonstrated the feasibility of the use of the device in patients with congenital heart disease and may support its use as a bridge to heart transplantation in these types of patients. Further follow up did not yet yield any additional relevant information regarding these events.

Manufacturer narrative:
Additional information received indicates that there were no major lvad dysfunctions associated with this event and that no further information is forthcoming. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.